Manufacturer narrative:
Updated field b5: describe event or problem. Updated field h6: device codes, evaluation result codes and evaluation conclusion codes.

Event description:
It was reported that the pump of this inflatable penile prosthesis was too high, and the patient was not being able to pump. The patient stated that he was never been able to inflate the device since it was implanted. A revision surgery was performed to reposition the pump. The patient had followed up with physician two weeks ago and the physician instructed the patient not to use the device and told him to wait three-four months. The reason to not use the device is unknown to the patient. It was further stated by the patient that a pump manipulation (no incision) procedure was performed approximately after a year of previous repositioning procedure. The patient is still unable to depress/activate the pump. He had two additional procedures to reposition the pump but has never been able inflate the cylinders. The troubleshooting of the valve has been attempted in the clinic and in surgery without resolution. The patient service specialist encouraged the patient to discuss potential replacement with physician. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis was too high, and the patient was not being able to pump. The patient stated that he was never been able to inflate the device since it was implanted. A revision surgery was performed to reposition the pump. The patient had followed up with physician two weeks ago and the physician instructed the patient not to use the device and told him to wait three-four months. The reason to not use the device is unknown to the patient.